Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Reason for original complaint: litigation alleges that patient has experienced pain, discomfort and limited mobility. She has been advised that she has abnormally high levels of cobalt and chromium and is suffering from particle disease, with thickening, effusion and synovitis over the left hip joint. Her metallosis is being monitored by her physician, but no revision surgery has been scheduled. Doi: (B)(6) 2005; dor: none reported; (left side). Patient is a resident of (B)(6). Update: 10/18/2012: pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added. Update ad 12 jun 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges abductor muscle repair, metal wear and elevated metal ions. Added lawyer, facility name patient harms, account name, revision surgeon and explant date. Corrected event date. Added stem on ip due to the alleged elevated metal ions. Dor: (B)(6) 2014; (left hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.